Event description:
It was reported that during the implant procedure, the implantable cardio-verter defibrillator (ICD) was attached to the leads and there was initially no sensing or capture. It was noted that with movement of the ICD sensing was normal, however, capture was intermittent during threshold testing. The physician disconnected the lead from the ICD and attached to the analyzed and confirmed proper function of the lead. The lead was reattached to the ICD and the connector pin and set screw were checked and intermittent oversensing and capture. The ICD was removed and replaced with a new ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4). The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).